Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that hv shocks were aborted due to possible output circuit damage. Low impedance was observed on the lead. Lead was capped and replaced.